Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support.

Event description:
It was reported that during a flap procedure and while laser was firing the patient interface experienced a suction loss. It was reported that procedure was not completed. Patient was converted to photorefractive keratectomy.

Manufacturer narrative:
In the initial MDR it was reported that there was suction loss with the patient interface during laser firing however, this was not accurate as the report description of problem stated patient changed to prk/tissue. Additional information: follow up was done with the account to clarify the report of ''tissue'' and they reported that they decided that there was not a comfortable amount of tissue in the patent's eye to do the lasik procedure and they decided to convert the patient to photorefractive keratectomy. The patient interface package had already been opened at the time. Therefore based on the information provided by the account there was neither a product problem with the patient interface as it was opened but not used nor a serious injury as there was no use of our products that caused or contributed to the change of procedure to photorefractive keratectomy. This report is no longer considered a reportable event. All pertinent information available to abbott medical optics has been submitted.